Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified access sets were leaking from where the fluid chamber meets the tubing. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.